Event description:
Unable to cross stent/balloon over rca. Stent/balloon withdrawn (not deployed). Stent not in balloon or guiding catheter. Unable to locate stent. Maybe in pt but not at rca site. Different stent used.